Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the floor from the clinic. The patient was noted to be febrile and infected with an international normalized ratio (inr) of 9. The patient was given fluids and vitamin k. The patient underwent an infectious workup and was given cef and vanc. Overnight the patient appeared toxic with moderate/severe abdominal pain which was improved with dilaudid for pain control. Flagyl was added. Follow-up labs appeared fairly stable. The patient was given a redose of vitamin k and one unit of fresh frozen plasma (ffp) for inr. The patient also experienced light epistaxis that resolved on its own. On (B)(6) 2019 the patient's inr was 2.1 and their white blood cell count was 22.3. Blood cultures were taken on (B)(6) 2019 and were positive for gram positive cocci pairs/chains. Computed tomography (CT) scan showed a worsening abscess. The patient experienced shortness of breathe and wheezing as well as increased chest pain overnight and was given lasix. On (B)(6) 2019 the patient's inr was 1.4 and no anticoagulation was given due to the possibility of debridement. On (B)(6) 2019 the patient had an echocardiogram. Heparin was stopped for debridement. The patient was given extra lasix, electrolytes, and pain control. On (B)(6) 2019, the patient was taken to the operating room. On (B)(6) 2019 the patient received a wound vac and was placed on cefriaxone for six weeks. Coumadin was restarted. On (B)(6) 2019 the patient was stable with a high output to wound vac. Infectious disease placed the patient on amoxicillin for chronic suppression. On (B)(6) 2019 lisinopril was restarted and the patient's wound vac was switched to red rubber wound vac until discharge. On (B)(6) 2019 the patient's inr was 2.3, heparin was discontinued, and white blood cell count was down trending. On (B)(6) 2019 the patient's warfarin dose was decreased for an inr of 3.0. Blood/wound cultures on (B)(6) 2019 were positive for group b strep. The patient was given a six week dose of ceftriaxone followed by long term suppression with amoxicillin. The patient's white blood cells continued to down trend on (B)(6) 2019. The patient's wound vac was removed due to leaking and clogging from think secretions from the wound. The patient was given a home wound vac. Discharge was pending observation of the new wound vac for leakage. No further information was provided.

Manufacturer narrative:
Section d4 & h4: corrected information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists infection, cardiac arrhythmia, and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.